Manufacturer narrative:
Analysis was performed by remote service personnel which included communication with the customer. The remote support engineer (rse) talked to the customer who stated that in invasive pressure tests, the module does not rise to 200 mmhg. The results of the analysis confirmed the module does not rise to 200mmhg. The rse explained to the customer how to perform proper test and zeroing of the device with the simulator according to the invasive pressure control procedure for the x2. If the pressure does not go up to 200 mmhg then it means that the electronic board needs to be replaced. The rse advised as well to check about the cable of the simulator and to test with different cables. If after verification and testing with new prosim (ibp interface) cables, the measurement is still inaccurate, it means that the parametric board is faulty. After verification the rse advised the customer further that the device has reached the official end of support (eos) stage, as previously communicated. Philips is no longer able to guarantee corrective/application maintenance, repair or availability of spare parts for the product. Based on the results of the analysis, it was determined that the product has malfunctioned but as the device is end of support no further analysis will be performed and the most likely cause of the malfunction remains unknown. The issue was resolved by providing the customer with information about the simulator testing and eos status. D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: (B)(6).

Event description:
It was reported that on the intellivue multi measurement server x2 indicating problems with the invasive pressure which appears to be inaccurate. The device was in clinical use. There was no report of patient or user harm.